Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included vomiting, threatened abortion, ovarian cyst, ectopic pregnancy, hemorrhage in pregnancy and complication of pregnancy. Concurrent conditions included uterine bleeding, clot blood, abdominal pain, neck pain and upper back pain. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection: urinary tract"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines/headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2009. Concerning the injuries reported in this case, the following event was described in patient's medical records-device monitoring procedure not performed, abnormal bleeding, menorrhagia, dysmenorrhea, dyspareunia, headache. Most recent follow-up information incorporated above includes: on 12-sep-2019: medical record was received. Reporter information, medical history, lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included vomiting, threatened abortion, ovarian cyst, ectopic pregnancy, hemorrhage in pregnancy and complication of pregnancy. Concurrent conditions included uterine bleeding, thrombosis nos, abdominal pain, neck pain and upper back pain. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection: urinary tract"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines/headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6)2009. Discrepancy noted for essure insertion date- (B)(6)2009. Discrepancy noted for essure removal date- (B)(6)2009. Lot number: 627406 manufacturing date: 2008/06 expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received: newly added events- ovarian cyst added. Essure insertion and removal date were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included vomiting, threatened abortion, ovarian cyst, ectopic pregnancy, hemorrhage in pregnancy and complication of pregnancy. Concurrent conditions included uterine bleeding, thrombosis nos, abdominal pain, neck pain and upper back pain. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection: urinary tract"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines/headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2009. Concerning the injuries reported in this case, the following event was described in patient's medical reocrds-device monitoring procedure not performed, abnormal bleeding, menorrhagia, dysmenorrhea, dyspareunia, headache. Lot number: 627406 manufacturing date: 2008/06 expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection: urinary tract"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines/headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2009. Concerning the injuries reported in this case, the following event was described in patient's medical records-device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received: this case became incident. Previously reported event injury nos was replaced with new events. New events- pelvic pain, mood swing, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, yeast infection, depression ,anxiety, migraines, headaches, dental problems , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , weight gain, device monitoring procedure not performed. Reporter and patient demographic details was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.